Event description:
Customer reported that: "the case relates to a danish pt, who had a ray tfc cervical device (lot.no. K1j20) implanted in 2001. In 2004, she felt a snap from her bag resulting in severe pain that subsided after some months and to more permanent disturbances to the sensing of her arm. We are in now investigating whether the incident is related to a defect of the implanted devices."

Manufacturer narrative:
Info on the event has been requested; any additional info obtained will be submitted in a supplemental report.